Event description:
It was reported that there was a malfunction resulting in negative airway pressure during a case. There was no patient injury.

Manufacturer narrative:
The end user is replacing the unit and declined ge healthcare repair. Block a: patient information could not be obtained due to country privacy laws.â â  legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.